Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged and that the patient experienced a "possible" perforation. The lead was reprogrammed, explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The analyst further noted the presence of dried tissue and body fluid in the sleevehead, which prevented the helix from extending and retracting, but stated that this was not a lead failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.